Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient had not charged his device and it was dead. The indication for use was non-malignant pain. No patient symptoms reported. Additional information received from the healthcare professional (hcp) reported that the whole system was taken out on (B)(6) 2017 per the patient¿s request. It was stated that the leads had migrated which was confirmed through a fluoroscopy. The cause of the migration was unknown and the patient did not report any falls or traumas. The patient had told the hcp that they were not receiving any benefit from the stimulator, there was no significant relief. The patient¿s stimulation had changed which was why the fluoroscopy was done and the migration was discovered. The date of the patient¿s stimulation changing or when the fluoroscopy was done was unknown. It was unknown by the hcp if any troubleshooting was performed. The hcp did not think the device would be returned for analysis.